Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat chem8+ where a pt that had a higher than expected sodium of 161 mmol/l. I-stat results (mmol/l): (B)(6) 2011. 14:11 I-stat - 161. 13:50 lab - 137. 14:55 respiratory - 136. Based on the info available at the time, there were no injuries associated with this event.